Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed redness, irritation, and an infection at the puncture site. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient's spouse took him to the emergency department (ed), and the attending doctor prescribed an unspecified oral antibiotic medication (500 mg tablets, twice a day for an unknown duration). At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.